Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the 355sd trocar locked during the procedure. Another trocar was used to complete the case. There was no consequence to the patient.